Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered.   The target lesion was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery. A 12 x 2.75mm taxus¿ liberté¿ drug eluting stent was advanced to treat the target lesion, however, the device was unable to cross the lesion. No patient complications were reported. However, returned device analysis revealed stent damage and the hypotube was broken.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis with the stent protector and product mandrel inserted. The device was received in two halves. A hypotube break was identified 488mm distal to the strain relief. The break site was microscopically examined and there was evidence of material resistance. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. It was also noted that the strut rows in the middle section of the stent were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the advancement or removal of the device from the patient. The stent protector was visually and microscopically examined and no issues were noted with its profile. The tip outer diameter was measured using a digital snap gauge and was within specification. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).